Event description:
Two of the set screws experienced a problem while inserting into the polyaxial seat, producing some metal shavings.

Manufacturer narrative:
The parts involved in this incident have not been returned to qc for evaluation. As such, a detailed review of the device history file is not possible. Per the complaint log, damaged/stripped locking screws are a recurring complaint, usually as a result of cross-threading the locking screw & attempting to tighten it down, or attempting to use the locking screw to persuade the rod into proper position rather than using the instrumentation. This however, is the first reported instance of it producing metal shavings.